Manufacturer narrative:
Literature citation: naoya yamamoto, daisuke numaguchi, ryo tamaki, izue komaba. "Is balloon kyphoplasty superior to percutaneous vertebroplasty in osteoporotic vertebral fractures?". (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that since 2013, 3 out of 100 patients (60 females, 40 males/102 vertebrae underwent vp and bkp. For the (B)(6) female who underwent kp, 5 ml was infused for the th12 pseudarthrosis but postoperative th12 intervertebral instability was increased and additional fixation was required.